Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) recorded an alert for high out of range shock impedances. The patient was brought into the clinic for review and all other system measurements were within normal limits. A commanded shock was performed and a normal shock impedance value was returned. The shock impedance range was reprogrammed and the system will continue to be monitored. This ICD remains in service. No additional adverse patient effects were reported.